Event description:
A report was received that the patients ipg was tilted and was causing pain at the ipg pocket site. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.